Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.2. Hardware: iphone15.4. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported the pod was activated and immediately after placement, the cannula did not deploy, indicating a needle mechanism failure. Following removal of the pod, the father stated the cannula was visible and looked normal.

Manufacturer narrative:
The pod was received with the cannula deployed and the needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 1,633 pulses, delivering several boluses, before deactivation. The investigation of the needle mechanism found no issues that would result in the needle failing to deploy.